Event description:
It was reported that during an in-office visit, there was difficulty interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services was contacted and provided troubleshooting options. An appropriate magnet response was attempted. However, the magnet response was not found and no beeping tones were presented. Technical services (ts) discussed that the device was non-functional and the patient was unprotected. Device replacement was recommended. No adverse patient effects were reported. This product remains in service.